Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 experienced a jam in cubie pocket c5 and could not be opened. After the customer recovered the drawer, the cubie still would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main drawer 4.2 pocket c5 cubie was jammed and would not open even after the recovery. A field service engineer (fse) connected to station remotely and found no failed drawer or pocket. The fse then verified that the customer had resolved the issue. The system functioned as intended after the field service engineer investigated the device.